Manufacturer narrative:
Additional information: h4, h10. Corrected information: b4,g4, g7, h1, h2. The device history record (DHR) review included an assessment of the production, testing and release of the analyzer and consumables. No abnormalities or concerns were observed; the DHR indicated that the release product met all specifications. There is currently a pending investigation and further details will be provided in an additional supplemental report.

Manufacturer narrative:
UDI: (B)(4). As reported by the customer, the patient had discrepant high pco2 results. A field service specialist (fss) visited the site to evaluate the analyzer. The fss replaced the sensor card, reference cartridge, and ceramics. The sensor card lot 20055057-002 and reference cartridge lot 19351018-001 were returned to nova for evaluation. In addition, a database was retrieved and submitted for review. The device history record (DHR) reviews were performed for the prime plus analyzer and consumables by the quality control manager. The review included an assessment of the production, testing, and release. No abnormalities or concerns were observed; the DHR indicated that the released product met all specifications. An evaluation of the customer database confirmed the high patient pco2 results and that qc and slope values were within the establish range during the event reported. A reference cartridge lot number 19351018-001 and sensor card lot number 20055057-002 were returned for evaluation, however these were not what was originally reported by the customer to nova. Inquiries were made to determine the correct consumables but the original items had been discarded. Upon review of the database, it was confirmed that the original sample information was correct. Therefore, this report will be based on the fss visit, retain testing from the same lot and database information. All blood results were within the acceptance criteria and qc and slope values were within established limits. The retained sensor cartridge met the acceptance criteria for pco2 performance. The bias observed by the customer could not be reproduced. Based on the outcome of this investigation, the root cause is not believed to be systemic as retained sensor card testing confirmed no issue with the reported lot and replacement of parts corrected the issue. No further actions are required at this time, nova will continue to monitor for recurrence.

Manufacturer narrative:
An investigation is currently underway. A nova field service representative was able to go to the facility, gather information and return a sample for device evaluation. Upon completion of the evaluation, a follow up report will be submitted.

Event description:
On (B)(6) 2020 a customer reported to nova biomedical a potential issue regarding discrepant high pco2 results using a prime plus analyzer, serial number (B)(4). No adverse event or harm to patient reported. On 21apr20 a field service specialist (fss) was dispatched to the site.